Event description:
The patient reported itching and redness at all v-go sites on her abdomen. The patient had a red lump and the redness which continued to spread over two days. Patient saw her hcp and was diagnosed with cellulitis at the v-go site. Patient was prescribed one week of oral antibiotics to treat the cellulitis. The patient stated the cellulitis resolved with the use of antibiotics.